Event description:
It was reported that the ventilator was making noise. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly replaced the nozzle units in the gas modules. The replaced parts was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined. H3 other text : 4117.